Event description:
The rotator broke during use. No harm or injury was reported. Customer is returning one unit of old configuration. Customer reported two defective but has not provided any additional info or clinical details for the second event. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. The device was examined visually and the complaint was not confirmed. The unit returned was verified as not from the same lot number reported by the customer. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. The device returned was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: device history record was reviewed, complaint data base was reviewed.